Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as bleeding blisters with open skin with burning, itching and stinging. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch due to the skin irritation. Outcome of the wound is unknown.